Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving prialt (unknown dose and concentration) via an implantable pump. It was reported the patient had no signs/symptoms that the pump was dry and in fact the pump was not dry. It was noted that device interrogation on (B)(6) 2020- indicated the pump had 1 cc left, but the critical alarm stated that it was dry as of (B)(6)2020. The pump was reprogrammed on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was pump reservoir volume discrepancy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.